Manufacturer narrative:
This report is submitted on february 22, 2018.

Event description:
It was reported the patient experienced an infection of the skin flap and underwent revision surgery to resolve the skin breakdown and clean the pus away. Subsequently, the patient was treated with oral and IV antibiotics. Explantation of the device and reimplantation in the contralateral ear is planned; however, yet to occur as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018 and the patient was implanted with a new device on the contralateral side.